Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered via remote monitoring when it comes to this device. Despite efforts the root cause of the alert as not determined. The device remains implanted. No adverse patient effects were reported.